Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if additional relevant information becomes available.

Event description:
A patient reported that a minicap pouch was received open. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. This is report 2 of 3. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection the engineers did not find minicap pouches that were open. As a result, the assignable cause for this problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.